Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service representative found no cause for the issue. He checked probe alignments and the gear pump pressure, which were within specification. He verified that the customer's qc was within limits on the day of the event. The customer performed calibration and qc without issues. After service, no issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable gent2 results for 1 patient sample on a cobas 8000 c 502 module. The initial result was 8.1 ug/ml. The nurse questioned the result and requested the sample be repeated because she did not believe the result. The repeated results were 1.1 ug/ml and 1.2 ug/ml. The repeated results were believed to be correct. The results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.